Event description:
Lab tech re-capped "p.s." Tube and tube splintered causing a shard to enter her left index finger. Shard was later removed in the hosp emergency room. The wound required 3 stitches to close.